Event description:
It was reported that prior to implant, interrogation of the device found that the battery longevity indicator was grey. The device was returned to an office and was at room temperature for 48 hours, but the indicator remained grey. It was noted that the detections had been turned off and had not been enabled during the time in consignment stock. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).